Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low pacing impedance, failure to capture and noise leading to oversensing were noted on the right atrial (ra) lead. Lead insulation damage was suspected but not confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable.